Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts) however customer was unable to complete the check. Multiple follow attempts were made by tandem customer technical support (cts), however no response was received by the customer. Customer¿s blood glucose level was 157-399 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.